Event description:
Report stated "the second case was the umbilical vein was catheterized the day of admission in 2005. In 2005 leaking fluid from the three-way stopcock crack was observed. The crack was located at the middle of the three-way stopcock, model 2c6241. The cracking occurred on the 5th day after receiving parenteral nutrition and intralipids 20% from baxter, and one day after having been receiving aminophylline IV. The pt did not present any complications that the co could associate with the three-way stopcock cracking.